Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause of this event cannot be conclusively determined with the available information. However, the endocarditis in this case was most likely impacted by the patient's comorbidities. Per doc (B)(4) rev c, the subject device was not requested to be returned for evaluation as the patient was positive for endocarditis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 28 mm 4900 annuloplasty ring was explanted from the tricuspid position after an implant duration of one (1) month due to acute bacterial tricuspid and mitral prosthetic valve endocarditis. The explanted ring was replaced with another 28 mm 4900 annuloplasty ring with good result, and no residual tricuspid regurgitation. Per the op note, the patient was taken to the operating room (or) and transesophageal echocardiogram (tee) confirmed the pre-operative findings. There were filamentous strands associated with the tricuspid valve, leaflets appeared normal and there was no evidence of tricuspid annular abscess. A redo mvr (unknown) was performed with a non-edwards valve, the ppm was removed, and pfo was closed. The patient tolerated the procedure well, and was transferred in critical but stable condition to the cticu.

Manufacturer narrative:
Reference CAPA-20-00141.